Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient said their controller quit working a week and a half ago. Patient said their manufacturer representative (rep) thought the battery was dead. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller turned on. Patient put the battery back into the controller and confirmed the controller was charging with a green light flashing. The troubleshooting steps that were taken on the call resolved the issue. Pt also mentioned that for the past 3 or 4 months they have been feeling zaps when they cough from their bronchitis. Agent directed they to reach out to their representative.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6) product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that each time they coughed they were shocked down their leg. They stated that they had bronchitis. The patient turned the stimulation down low to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.